Manufacturer narrative:
Date of event is unknown as this event occurred previously but no other information was documented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the device leaked while priming. The pre-bypass filter was found to have a leak in the seal and was allowing some air to be entrained. Each time the customer deaired it, air would enter through the filter again. It did not impact the procedure or case at all. The device was replaced prior to initiation of bypass. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the leak is along the seal of the actual filter. Medtronic received additional information that there was no patient blood loss. No transfusion was required as a result of the leak. Medtronic received additional information that no level of suction or venting was used, the pre-bypass filter (pbf) is only used during priming and then is removed. A bubble detector or bubble counter was not used. The pbf is only used during priming. It is located in the venous line so any air that would have been entrained because of the leak would have been purged into the venous line and into the open reservoir. It would not pass through the circuit. The purge line was open. Medtronic received additional information that there was one similar leak which occurred previously but no other information was recorded.

Manufacturer narrative:
Conclusion: the complaint is confirmed for ¿leak¿ on the connector input connector ¿preby-pass" after evaluation the cause of this complaint could not be determined. A review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file indicated that the current risk zone does not exceed the risk zone predicted in the product process failure mode effects and criticality analysis (pfmeca). There were no adverse patient effects because of this incident. Medtronic will continue to monitor for future occurrences and trends. Correction h8 (usage of device): this field has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.